Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and identified the degasser as the faulty part, which was replaced to resolve the issue. The fse cleaned the reader and updated the sample cycle times. The fse performed quality control and passed. The fse verified the analyzer resumed to normal operation. Section a2, a3, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported erratic patient results for calcium, glucose and magnesium on their dxc 700 clinical chemistry analyzer. The results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.